Event description:
It was reported the manufacturing representative saw a power on reset (por) condition when charging an implantable neurostimulator (ins). It was noted the representative charged the ins and saw a por message ¿about 6 times¿ on the recharger. It was further noted a clinician programmer displayed a ¿por (23) with x in a circle.¿ the reporter stated they clicked ¿ok¿ and were brought to the ¿desktop screen.¿ it was noted the representative then re-interrogated the ins and saw a por message. It was further noted the representative was able to clear the por on the fourth attempt and was able to see the lead configuration screen. It was indicated that the ins had not yet been implanted in a patient.

Manufacturer narrative:
(B)(4).